Event description:
It was reported that this brady lead was explanted due to lead was cut during a separate cardiac procedure and a new lead was implanted. No additional adverse patient effects were reported. The lead will not be returned.

Manufacturer narrative:
This report is being submitted to correct the patient codes field and device codes field (f10) in section f, for use by uf/importer and patient codes field and device codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that this brady lead was explanted due to lead was cut during a separate cardiac procedure and a new lead was implanted. No additional adverse patient effects were reported. The lead will not be returned.